Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the non-dehp set broke during a chemotherapy infusion. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the non-dehp set broke by the filter attachment during an infusion of docetaxel in 500 ml. There was no report of patient or staff harm.

Manufacturer narrative:
Correction: b.5 and removed event date from date of event.

Event description:
The customer reported that the non-dehp set broke by the filter attachment during an infusion of docetaxel in 500 ml. There was no report of patient or staff harm.the event occurred in july 2018.